Event description:
Boston scientific received info that two days post implant the right atrial (ra) lead exhibited loss of capture, pacing inhibition due to dislodgement. It was noted that the ra lead paces the right ventricle. The lead was explanted and a competitive ra lead was successfully implanted. No additional adverse pt effects were reported. At this time, the product has not been returned. If additional info should become available to our company, this event would be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.